Event description:
It was reported that during the attempted implant of a transcatheter valve, upon the first deployment attempt, an infold was observed. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). Subsequently, the valve was recaptured and withdrawn from the patient, and a new transcatheter valve was used to complete the procedure. Following the initial implant procedure, a post-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon to resolve an infold. Per the physician, the patient's calcified anatomy contributed to the infold. It was noted that a 5 minute procedural delay occurred.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that changed the event description of this previously reported event. The balloon dilation was performed prior to implant of this second valve and the infold occurred only with the first valve. There is no evidence to suggest the device caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon the first deployment attempt, an infold was observed. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). Subsequently, the valve was recaptured and withdrawn from the patient, and a new transcatheter valve was used to complete the procedure. Following the initial implant procedure, a post-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic (true) balloon to resolve an infold. Per the physician, the patient's calcified anatomy contributed to the infold. It was noted that a 5 minute procedural delay occurred. Additional information was received that the balloon dilation was performed after removal of initial valve and prior to implantation of the second valve.